Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and sjogren's syndrome ("autoimmune disorder type of disorder:sjogren's syndrome") in a 44-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lumbar pain, sexually transmitted disease nos, planning to become infertile, cholecystectomy, hernia repair and grand multiparity. Concurrent conditions included vaginal irritation, uterine fibroid (the uterus contains multiple fibroids with the largest noted in the fundus of the uterine body posteriorly measuring 1.4 x 1. 7 x 1.0 cm), fibromyositis, papanicolaou smear abnormal, uterine bleeding and anemia. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding menorrhagia"), the first episode of rash ("rashes"), headache ("headaches"), arthralgia ("joint pain"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), the second episode of rash ("allergic or hypersensitivity reaction type: rashes"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), sjogren's syndrome (seriousness criterion medically significant), the third episode of rash ("rashes or skin conditions type: all over specifically neck, chest, face,"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), irritability ("irritation"), myalgia ("muscle pain"), abdominal pain lower ("right lower quadrant pain"), back pain ("back pain"), pain ("body pain") and swelling ("swelling all over body"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/operative laparoscopy (5 mm). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, alopecia, arthralgia, dizziness, allergy to metals, depression, anxiety, sjogren's syndrome, the last episode of rash, migraine, nausea, dysmenorrhoea, fatigue, vulvovaginal pruritus, irritability, myalgia, abdominal pain lower and back pain outcome was unknown and the headache, pain and swelling was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, headache, irritability, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, sjogren's syndrome, swelling, vaginal haemorrhage, vulvovaginal pruritus, the first episode of rash, the second episode of rash and the third episode of rash to be related to essure. The reporter commented: on (B)(6) 2011: coil visible on the left, 2 on the right. On (B)(6) 2017: operative laparoscopy (5 mm trocars x4), total laparoscopic hysterectomy, bilateral salpingectomies, essure removal, bilateral, endocervical polypectomy. Diagnostic results: on (B)(6) 2017: the uterus is anteverted and measures 8.8 x 6.0 x 6.8 cm. The endometrium is homogenous and measures 12 mm. Small anterior fibroid is identified measuring 1.0 x 0.5 x 1.2 cm. Another 0.7 cm anterior fibroid is also present. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams) inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Gross description: part 1 is additionally labeled "cervix, uterus, fallopian tubes and essure". It consists of a 171 g uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measures 9.8 cm in length and 0.4 cm in diameter. The left fallopian tube measures 10.1 cm in length and 0.4 cm in diameter. Both fallopian tubes have unremarkable red-pink serosa. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams): inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Endocervical polyp: benign endocervical polyp concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, anxiety, vaginal itching, menorrhagia, sjogren's syndrome, vaginal haemorrhage, abdominal pain lower, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication female sterilization and removal date was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, rash, depression, anxiety, sjogren's syndrome, rash genralised, migraine, nausea, dysmenorrhea, fatigue, vulvovaginal pruritis, irritability, myalgia, abdominal pain lower, back pain, pain, swelling were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and sjogren's syndrome ("autoimmune disorder type of disorder:sjogren's syndrome") in a 44-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lumbar disc disease, sexually transmitted disease, planning to become infertile, cholecystectomy, hernia repair and grand multiparity. Concurrent conditions included vaginal irritation, uterine fibroid (the uterus contains multiple fibroids with the largest noted in the fundus of the uterine body posteriorly measuring 1.4 x 1. 7 x 1.0 cm), fibromyositis, papanicolaou smear abnormal, uterine bleeding and anemia. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding menorrhagia"), rash ("rashes"), headache ("headaches"), arthralgia ("joint pain"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), sjogren's syndrome (seriousness criterion medically significant), rash generalised ("rashes or skin conditions type: all over specifically neck, chest, face,"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("irritation"), myalgia ("muscle pain"), abdominal pain lower ("right lower quadrant pain"), back pain ("back pain"), pain ("body pain") and swelling ("swelling all over body"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/operative laparoscopy (5 mm). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, rash, alopecia, arthralgia, dizziness, allergy to metals, dermatitis allergic, depression, anxiety, sjogren's syndrome, rash generalised, migraine, nausea, dysmenorrhoea, fatigue, vulvovaginal pruritus, vulvovaginal discomfort, myalgia, abdominal pain lower and back pain outcome was unknown and the headache, pain and swelling was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, rash, rash generalised, sjogren's syndrome, swelling, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal pruritus to be related to essure. The reporter commented: on (B)(6) 2011: coil visible on the left, 2 on the right. On (B)(6) 2017: operative laparoscopy (5 mm trocars x4), total laparoscopic hysterectomy, bilateral salpingectomies, essure removal, bilateral, endocervical polypectomy. Diagnostic results: on (B)(6) 2017: the uterus is anteverted and measures 8.8 x 6.0 x 6.8 cm. The endometrium is homogenous and measures 12 mm. Small anterior fibroid is identified measuring 1.0 x 0.5 x 1.2 cm. Another 0.7 cm anterior fibroid is also present. On (B)(6) -2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams) inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Gross description: part 1 is additionally labeled "cervix, uterus, fallopian tubes and essure". It consists of a 171 g uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measures 9.8 cm in length and 0.4 cm in diameter. The left fallopian tube measures 10.1 cm in length and 0.4 cm in diameter. Both fallopian tubes have unremarkable red-pink serosa. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams): inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Endocervical polyp: benign endocervical polyp concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, anxiety, vaginal itching, menorrhagia, sjogren's syndrome, vaginal haemorrhage, abdominal pain lower, dysmenorrhea, vulvovaginal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), sjogren's syndrome ("autoimmune disorder type of disorder:sjogren's syndrome") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids") in a 44-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included lumbar disc disease, sexually transmitted disease, planning to become infertile, cholecystectomy, hernia repair, grand multiparity, hypertension and acid reflux (oesophageal). Concurrent conditions included vaginal irritation, uterine fibroid (the uterus contains multiple fibroids with the largest noted in the fundus of the uterine body posteriorly measuring 1.4 x 1. 7 x 1.0 cm), fibromyositis, papanicolaou smear abnormal, uterine bleeding and anemia. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as amlodipine, macrogol (polyethylene glycol), nifedipine, omeprazole, pilocarpine, tizanidine and zolpidem. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and blood disorder ("blood or heart disorder condition"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rashes"), headache ("headaches"), migraine ("migraine") and small fibre neuropathy ("neurological conditions or problems type: peripheral neuropathy small fiber neuropathy"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding menorrhagia"), arthralgia ("joint pain"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), rash generalised ("rashes or skin conditions type: all over specifically neck, chest, face,"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("irritation"), myalgia ("muscle pain"), abdominal pain lower ("right lower quadrant pain"), back pain ("back pain"), pain ("body pain"), swelling ("swelling all over body") and uterine leiomyoma (seriousness criterion medically significant). The patient was treated with hydroxychloroquine phosphate (plaquenil), cevimeline, duloxetine, duloxetine hydrochloride (cymbalta), citalopram hydrobromide (celexa), folic acid, amitriptyline and surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/operative laparoscopy (5 mm). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, alopecia, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue and blood disorder had resolved, the menorrhagia, dizziness, allergy to metals, dermatitis allergic, depression, anxiety, sjogren's syndrome, rash generalised, migraine, vulvovaginal pruritus, vulvovaginal discomfort, small fibre neuropathy and uterine leiomyoma outcome was unknown and the headache, arthralgia, myalgia, abdominal pain lower, back pain, pain and swelling was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, rash, rash generalised, sjogren's syndrome, small fibre neuropathy, swelling, uterine leiomyoma, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal pruritus to be related to essure. The reporter commented: on (B)(6) 2011: coil visible on the left, 2 on the right. On (B)(6) 2017: operative laparoscopy (5 mm trocars x4), total laparoscopic hysterectomy, bilateral salpingectomies, essure removal, bilateral, endocervical polypectomy. Diagnostic results: on (B)(6) 2017: the uterus is anteverted and measures 8.8 x 6.0 x 6.8 cm. The endometrium is homogenous and measures 12 mm. Small anterior fibroid is identified measuring 1.0 x 0.5 x 1.2 cm. Another 0.7 cm anterior fibroid is also present. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams) inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Gross description: part 1 is additionally labeled "cervix, uterus, fallopian tubes and essure". It consists of a 171 g uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measures 9.8 cm in length and 0.4 cm in diameter. The left fallopian tube measures 10.1 cm in length and 0.4 cm in diameter. Both fallopian tubes have unremarkable red-pink serosa. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams): inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Endocervical polyp: benign endocervical polyp concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, anxiety, vaginal itching, menorrhagia, sjogren's syndrome, vaginal haemorrhage, abdominal pain lower, dysmenorrhea, vulvovaginal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Concomitant medication added. Historical condition added. Following event : abnormal bleeding (general), neurological conditions or problems type: peripheral neuropathy small fiber neuropathy, other injury(ies) or complication please describe: fibroids, blood or heart disorder condition, essure confirmation test(s) conducted, specify were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), sjogren's syndrome ('autoimmune disorder type of disorder:sjogren's syndrome') and uterine leiomyoma ('other injury(ies) or complication please describe: fibroids') in a 44-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included lumbar disc disease, sexually transmitted disease, planning to become infertile, cholecystectomy, hernia repair, grand multiparity, hypertension and acid reflux (oesophageal). Concurrent conditions included vaginal irritation, uterine fibroid (the uterus contains multiple fibroids with the largest noted in the fundus of the uterine body posteriorly measuring 1.4 x 1. 7 x 1.0 cm), fibromyositis, papanicolaou smear abnormal, uterine bleeding and anemia. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as amlodipine, macrogol (polyethylene glycol), nifedipine, omeprazole, pilocarpine, tizanidine and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and blood disorder ("blood or heart disorder condition"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced skin rash ("rashes or skin conditions type: rashes"), headache ("headaches"), migraine ("migraine") and small fibre neuropathy ("neurological conditions or problems type: peripheral neuropathy small fiber neuropathy"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding menorrhagia"), arthralgia ("joint pain"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), rash all over ("rashes or skin conditions type: all over specifically neck, chest, face,"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("irritation"), myalgia ("muscle pain"), abdominal pain lower ("right lower quadrant pain"), back pain ("back pain"), pain ("body pain"), swelling ("swelling all over body") and iron deficiency ("iron deficient") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with amitriptyline, cevimeline, citalopram hydrobromide (celexa), duloxetine, duloxetine hydrochloride (cymbalta), folic acid, hydroxychloroquine and surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/operative laparoscopy (5 mm). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, skin rash, alopecia, vaginal haemorrhage, nausea, dysmenorrhoea, fatigue and blood disorder had resolved, the menorrhagia, dizziness, allergy to metals, dermatitis allergic, depression, anxiety, sjogren's syndrome, rash all over, migraine, vulvovaginal pruritus, vulvovaginal discomfort, small fibre neuropathy, uterine leiomyoma and iron deficiency outcome was unknown and the headache, arthralgia, myalgia, abdominal pain lower, back pain, pain and swelling was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, sjogren's syndrome, skin rash, small fibre neuropathy, swelling, uterine leiomyoma, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pruritus and rash all over to be related to essure. The reporter commented: on (B)(6) 2011: coil visible on the left, 2 on the right. On (B)(6) 2017: operative laparoscopy (5 mm trocars x4), total laparoscopic hysterectomy, bilateral salpingectomies, essure removal, bilateral, endocervical polypectomy. Diagnostic results: on (B)(6) 2017: the uterus is anteverted and measures 8.8 x 6.0 x 6.8 cm. The endometrium is homogenous and measures 12 mm. Small anterior fibroid is identified measuring 1.0 x 0.5 x 1.2 cm. Another 0.7 cm anterior fibroid is also present. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams) inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Gross description: part 1 is additionally labeled "cervix, uterus, fallopian tubes and essure". It consists of a 171 g uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measures 9.8 cm in length and 0.4 cm in diameter. The left fallopian tube measures 10.1 cm in length and 0.4 cm in diameter. Both fallopian tubes have unremarkable red-pink serosa. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams): inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Endocervical polyp: benign endocervical polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, anxiety, vaginal itching, menorrhagia, sjogren's syndrome, vaginal haemorrhage, abdominal pain lower, dysmenorrhea, vulvovaginal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: iron deficient. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and sjogren's syndrome ("autoimmune disorder type of disorder:sjogren's syndrome") in a 44-year-old female patient who had essure (batch no. 886675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lumbar disc disease, sexually transmitted disease, planning to become infertile, cholecystectomy, hernia repair and grand multiparity. Concurrent conditions included vaginal irritation, uterine fibroid (the uterus contains multiple fibroids with the largest noted in the fundus of the uterine body posteriorly measuring 1.4 x 1. 7 x 1.0 cm), fibromyositis, papanicolaou smear abnormal, uterine bleeding and anemia. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding menorrhagia"), rash ("rashes"), headache ("headaches"), arthralgia ("joint pain"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), sjogren's syndrome (seriousness criterion medically significant), rash generalised ("rashes or skin conditions type: all over specifically neck, chest, face,"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("irritation"), myalgia ("muscle pain"), abdominal pain lower ("right lower quadrant pain"), back pain ("back pain"), pain ("body pain") and swelling ("swelling all over body"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)/operative laparoscopy (5 mm). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, rash, alopecia, arthralgia, dizziness, allergy to metals, dermatitis allergic, depression, anxiety, sjogren's syndrome, rash generalised, migraine, nausea, dysmenorrhoea, fatigue, vulvovaginal pruritus, vulvovaginal discomfort, myalgia, abdominal pain lower and back pain outcome was unknown and the headache, pain and swelling was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, myalgia, nausea, pain, pelvic pain, rash, rash generalised, sjogren's syndrome, swelling, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal pruritus to be related to essure. The reporter commented: on (B)(6) 2011: coil visible on the left, 2 on the right. On (B)(6) 2017: operative laparoscopy (5 mm trocars x4), total laparoscopic hysterectomy, bilateral salpingectomies, essure removal, bilateral, endocervical polypectomy. Diagnostic results: on (B)(6) 2017: the uterus is anteverted and measures 8.8 x 6.0 x 6.8 cm. The endometrium is homogenous and measures 12 mm. Small anterior fibroid is identified measuring 1.0 x 0.5 x 1.2 cm. Another 0.7 cm anterior fibroid is also present. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams) inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Gross description: part 1 is additionally labeled "cervix, uterus, fallopian tubes and essure". It consists of a 171 g uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measures 9.8 cm in length and 0.4 cm in diameter. The left fallopian tube measures 10.1 cm in length and 0.4 cm in diameter. Both fallopian tubes have unremarkable red-pink serosa. On (B)(6) 2017: pathologic diagnosis: uterus, cervix, bilateral fallopian tubes (171 grams): inactive endometrium, myometrium with adenomyosis and leiomyomata, unremarkable fallopian tubes and ovaries, unremarkable cervix and serosa. Endocervical polyp: benign endocervical polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, anxiety, vaginal itching, menorrhagia, sjogren's syndrome, vaginal haemorrhage, abdominal pain lower, dysmenorrhea, vulvovaginal discomfort. Most recent follow-up information incorporated above includes: on 19-jul-2018: correction following company internal coding review. The event "irritation" was recoded to meddra llt vulvovaginal discomfort . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), rash ("rashes"), alopecia ("hair loss"), headache ("headaches"), arthralgia ("joint pain"), dizziness ("dizziness") and allergy to metals ("nickel allergy"). The patient will be treated with surgery (surgical removal of the device is scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, rash, alopecia, headache, arthralgia, dizziness and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, dizziness, headache, menorrhagia, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.